Manufacturer narrative:
Service engineer observed that the hydraulic pressure regulator in the power pack was damaged which allowed system pressure to spike at the end of travel ranges. He replaced the hydraulic fluid filter, flushed the system, installed a new manifold, and ordered a new power pack. The table was tested to verify proper function. Internal CAPA issued.

Event description:
Customer stated that the ort100 back section was lifting on it's own. This was observed during morning qa testing - no patient involvement.